Event description:
The manufacture's field service engineer (fse) reported that during preventative maintenance (pm), the fse observed an error code message of machine and proximal pressure sensors failed in diagnostic log (drpta). There was no patient involvement.